Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Investigation found that the dovetail bracket screw became loose and contacted the power interface module (pim) board, which caused a short. During the evaluation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. However, the pim board was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.